Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked and broken off piece from the reservoir tube lip, and a partially missing retainer ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the partially missing retainer.

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.